Manufacturer narrative:
(B) (4) evaluation results - visual inspection of the returned product showed half the lens was torn off and missing, and there was dark surgical residue on the lens. A child/parent work order search was performed and there were no similar complaints found. (B) (4)

Event description:
It was reported that the cc4204a collamer plate lens was split. The reporter was uncertain whether or not there was pt contact. Further info was requested but not yet received. If additional info is obtained, a supplemental medwatch will be submitted.